Event description:
It was reported on (B)(6) 2012, patient had her knee replaced with the use of a stryker shapematch cutting guide. Subsequent to her knee replacement, plaintiff began experiencing significant knee pain and discomfort and joint instability and limited on mobility. Diagnostic testing has revealed that the knee replacement is misaligned and needs to be replaced but the damage is so extensive that even though the knee needs to be replaced, it is impossible to do so.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.